Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/1/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2347 lot t0031. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2347 and lot t0031 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 7.043 kgf and value at release was found to be 5.979 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 5.080 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code vp2347/lot t0031 no other event was reported for same description from other parts of country where this lot was distributed. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2022. H3 investigational narrative: complaint sample: opened complaint sample: 03 nos of opened suture needle pieces were received for investigation. Packaging material or product identifiers were not received for these three sutures. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on opened complaint sample cannot be performed except visual inspection. Returned needle was inspected with 10x magnification and no defect was observed. Intact complaint reference sample: 03 nos of intact complaint reference samples were received for investigation for code vp2347 lot t0031. Received 03 nos of suture packs were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Primary packs were opened, all sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, punching marks, broken piece, brittleness, detached needles but no such defects were observed. All the received needles were visually inspected under 10x magnification and found satisfactory. 03 nos of sutures were subjected to knot pull test and results of reference sample were found to be meeting specification requirement. Knot pull test of reference sample 1 ¿ 6.975 kgf (usp individual req-5.080 kgf). Knot pull test of reference sample 2 - 7.298 kgf (usp individual req-5.080 kgf). Knot pull test of reference sample 2 - 7.116 kgf (usp individual req-5.080 kgf). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/18/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: g4.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify how many device present the issue (breakage suture)?-1) total 3 foils of vp2347 were broken while knotting. Did the surgery was completed successfully? Yes. If yes * what was used to complete the procedure? Yes the surgery was completed successfully by using another batch of vp2347. Did the patient suffer from any consequence due to the issue (breakage suture)? Please explain- 4) their were no patient consequences due to breakage of suture. Note: events reported in 2210968-2021-09793, and 2210968-2021-09794. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2021 and suture was used. During uterine closure, while tying the knot, the suture was breaking. There were no adverse patient consequences. No additional information was provided.